Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195 importer site establishment registration number: 3005580113 PMA/510(k) #p050017/s006 the investigation into this event is still being carried out. A follow up report will be submitted within the next 30 days with the investigation conclusions.

Event description:
They were performing an ipsilateral stenting procedure on the right external iliac artery. After the puncture they placed a 6 fr introducer and introduced the stent. When they were in the position to start the deployment they realised that the inner sheath of the delivery catheter had moved distally and there were unable to deploy the stent. They had to pull the whole system backwards and afterwards they succeeded to deploy the stent without any harm to patient artery but due to the pull back they had the fear to not harm the artery.

Manufacturer narrative:
(B)(4). Exemption number: e2016031 (B)(4). PMA/510(k) #p050017/s006. The investigation into this event is still being carried out. A follow up report will be submitted with the investigation conclusions.

Event description:
The investigation into this event is still being carried out. A follow up report will be submitted with the investigation conclusions. Initial report details: they were performing an ipsilateral stenting procedure on the right external iliac artery. After the puncture they placed a 6 fr introducer and introduced the stent. When they were in the position to start the deployment they realised that the inner sheath of the delivery catheter had moved distally and there were unable to deploy the stent. They had to pull the whole system backwards and afterwards they succeeded to deploy the stent without any harm to patient artery but due to the pull back they had the fear to not harm the artery.

Manufacturer narrative:
Cook (B)(4) ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Exemption number: e2016031. (B)(4). Importer site establishment registration number: (B)(4). PMA/510(k) #p050017/s006. This follow up report is being submitted due to the evaluation of the device involved in this event and the conclusion of this investigation. The zfv6-80-6-4.0 device of lot number c1272612 involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document based investigation was conducted. From customer testimony, the complaint device was advanced over a hydrophilic, cook uniglide wire guide of 0.035¿ diameter (part number hpwa-35-180). The device was flushed prior to use. The stent was deployed successfully. The patient anatomy was not calcified or tortuous. Pre-dilation was conducted prior to stent deployment. The customer confirmed that the handle was pulled towards the hub during the attempted deployment. The customer reported that the difficulty during deployment was due to the incorrect mechanism of deployment, with the customer reporting that the inner catheter moved forward as the handle was moved back. The customer was requested to provide additional images of the stent, post deployment. However, the customer provided the same image, and confirmed that only one image was available. On evaluation of the returned device, the device was returned without the stent. There was no tactile damage noted on the flexor. The flexor was measured as 80.5cm, which was within specification of 80cm +1.3cm -0.8cm. The device was flushed with no issues, and a 0.035¿ diameter wire guide was passed through the device with no resistance. A minor kink was observed on the inner peek catheter, which could have occurred during transport or handling. There was no evidence to suggest a manufacturing defect. Images were provided to support the complaint investigation. They were reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer: findings: a single fluoroscopic image is provided along with the complaint report. The image demonstrates longitudinal compression of the 40mm stent to 28mm. 11mm separated the delivery sheath marker and the distal stent end. The delivery system tip is faintly visible beyond the sheath tip. The sheath coil stack is tighter around the stent than distal to the stent. The delivery system was in the left iliac artery from a left ipsilateral approach rather than on the right as reported, unless the image was flipped right to left. Impression: the imaging demonstrates 11mm separation of the delivery sheath from the distal stent end and a 28mm long stent. (Fig 1) possible explanations include a 30mm stent in a 40mm delivery system or delivery system tip and sheath binding with sheath stretching. A shorter than expected stent was not reported and would likely have been recognized by the site. However, this would have to be the explanation if a loaded stent is impossible to significantly longitudinally compress. If significant longitudinal compression with a loaded stent is possible, then distal sheath stretching likely produced the apparent stent compression. It was possible for this explanation to create the illusion that the inner cannula was moving as reported by the site. Significant findings relative to the patient's anatomy were not observed. Significant findings relative to the disease state were not observed. Significant findings relative to the use of the device were not observed. Significant findings relative to the design or performance of the device were observed. Either a 30mm stent was loaded in a 40mm delivery system or the sheath bound to the delivery system tip and then stretched on attempted deployment. The cause depends on whether or not a loaded stent can be significantly longitudinally compressed. Cause of adverse events was not observed. There is no evidence to suggest this event did not occur. Therefore, the customer complaint is confirmed based on customer testimony. Product development was contacted to assess the details of the image review. The evaluating engineers stated that it "appears that the sheath stretched, and possibly the inner compressed, during deployment causing difficulty for the user to deploy the stent." The engineers also stated that they "looked at the stent length when loaded in the delivery system and they measure the stent length before deploying it. The max difference in length recorded was 2% in a 120mm long stent. We¿ve never shown anything like the difference that is claimed to be present in this complaint." From the information provided and the response from product development, there is no evidence to suggest that an incorrect length stent was loaded onto the delivery system. Possible causes for this occurrence could include the sheath stretching during deployment, with the inner peek compressing. This could cause or contribute to the difficulty during deployment, and the apparent stent compression stated in the image review. . However, as the circumstances of use cannot be replicated in a laboratory environment, a definitive root cause for this occurrence cannot be determined. Prior to distribution, all zfv6 (zilver flex) devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records (c1272612) revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information provided to date, there is no evidence to suggest any manufacturing issues associated with lot number c1272612. According to the initial reporter, the stent deployed successfully, and there were no adverse effects to the patient as a result of this occurrence. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
This follow up report is being submitted due to the evaluation of the device involved in this event and the conclusion of this investigation. Initial report details: they were performing an ipsilateral stenting procedure on the right external iliac artery. After the puncture they placed a 6 fr introducer and introduced the stent. When they were in the position to start the deployment they realised that the inner sheath of the delivery catheter had moved distally and there were unable to deploy the stent. They had to pull the whole system backwards and afterwards they succeeded to deploy the stent without any harm to patient artery but due to the pull back they had the fear to not harm the artery.